Event description:
It was reported that the patient was experiencing an increased in seizures that caused them to be admitted to the ER. Last known battery check was performed on (B)(6) 2025 and read 25-50% remaining. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.